Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Report source: other: tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by a health professional/user. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that an uphold mesh was implanted during a procedure performed on an unknown date. According to the complainant, a pinnacle anterior vaginal mesh was implanted during a procedure performed on (B)(6) 2012. On (B)(6) 2012, a tension-free vaginal tape (tvt) mesh was implanted, and during the tvt implant, the patient had a bladder perforation, so the tvt mesh was reimplanted at that time. Subsequently, the patient then experienced pain. Reportedly, on (B)(6) 2013, the patient underwent a general anesthesia, and removal of the pinnacle anterior vaginal wall mesh and suture. Lastly, on (B)(6) 2013, the patient underwent a general anesthesia and an injection of steroid to uphold mesh. Boston scientific has been unable to obtain additional information regarding the event to date.